Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer's blood glucose was found to be 2.9mmol/l at the time of incident. The customer also stated that symptoms such as confused, wobbly and feel off was experienced. Customer has been using insulin pump system within 48 hours of reported low bg event. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned.